Event description:
Customer reported a cine disk not available error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. This MDR is related to ge healthcare complaint number.